Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all functional testing. The sensor was determined to be functioning as designed. A service history record review reveals that this unit was in the field for twenty (20) months with no previous reported issues prior to this reported event.

Event description:
It was reported that the probe off symptom occurred during the set-up before clinical use. The sensor was not applied to finger, but spo2 indicated 100%. The unit was connected to a nihon kohden monitor. Healthcare workers tried to exchange to another handheld, drc-1, and red lnc-10. Also, they tried to reboot the handheld, but the system was not resolved. No pt involvement.

Manufacturer narrative:
The device has been returned to masimo for eval. When the investigation is complete a f/u report will be submitted. No pt involvement.